Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the left anterior descending artery. The vessel was predilated and the physician attempted to use a taxus express2 3.0x32mm drug eluting stent, however the device was unable to cross the lesion. The delivery system was removed from the pt and the undeployed stent found to be damaged. The procedure was completed with another device. No patient complications occurred.